Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous estradiol results of "0" generated by unicel dxi 800 access immunoassay analyzer. The customer did not provide number of patients' samples involved. The results were not reported out of the laboratory. The customer did not report any patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per the customer's qc charts, qc was run almost daily in the month of september and the results were within the established ranges. The last three calibration reports show that relative light units (rlus) were much lower than the released data for the same reagent lots. Additional data was requested but not provided. A clear root cause for this event has not been determined.